Event description:
The customer states that patient results for platelets and hemoglobin parameters generated using a cell-dyn 1700 analyzer were discrepant from those obtained from a hospital lab. Hospital lab results were not provided. However, a datalog from the cell-dyn 1700 was reviewed, and it was noted that patient results for patient for sequence number 1261 and 1262 were discrepant for hemoglobin. Sequence #1261 yielded an hgb=9.9 g/dl and sequence #1262 yield an hgb=8.4 g/dl. No impact to patient management was reported for this issue.

Manufacturer narrative:
(B)(4): leaky diluent syringe, bent probe replacement. Leaky diluent syringe, bent probe replacement. Investigation plan/summary: on (B)(4) 2008, the customer reported discrepant hemoglobin (hgb) and platelet (plt) results on a cell-1700 instrument. On-site recovery was lower than the hospital lab, quality control (qc) recovery all within range. Customer stated that approximately 30 results were reported to the physician, which were questionable and samples were rerun at the hospital lab. On several results the hgb and plt results from the cell-dyn 1700 were significantly lower than from the hospital lab. The customer also stated that the original and repeated results had been filed; did not know the names or ids of samples involved and thereby, could not retrieve them. The customer did not have an example of an approximate amount of difference. Customer did not know if there was impact to patient management. Customer provided qc files and datalog over the period of time in question and requested a field service representative visit for complaint resolution. Qc files were reviewed with acceptable results with the exception of one hemoglobin result. The datalog sequence numbers from 1247 (background before qc was run) to 1296 (last patient run on (B)(4) 2008) showed all backgrounds within specification. The normal control run 3 times with only the last run all in range on (B)(4) 2008; 17 samples showed hgb underlined (flagged), 13 samples had poor h&h match, 1 sample was ran 2 times. Sequence #1261 showed hgb = 9.9 g/dl, plt = 401 k/ul, and hct = 32.1%. Sequence #1262 showed hgb = 8.4 g/dl, plt = 343 g/dl, and hct = 27.0%. On (B)(4) 2008, backgrounds all in range, the low level control was ran 2 times, 2nd run all in range. The normal level control was ran 2 times, 2nd run all in range. The high level control was ran 1 time, all in range, 5 patients ran; all but 1 h&h match well. On (B)(4) 2008, during the visit to the customer, the field service representative (fsr) performed replacement of a leaking diluent syringe, adjusted the hgb, rbc/plt voltages to specification, and replaced the bent probe as a precautionary measure; probe should be straight. Ran and passed vp-10. Performed and passed precision, calibrator, and controls. Instrument within specifications. No further investigation was required. The fsr advised and provided to the customer a list for parts to have on hand. The cell-dyn 1700 system operator's manual, list number 03h58-01, revision f, under section 10 provides basic troubleshooting information. Abnormal or imprecise hgb results may be related to maintenance, electrical issues or sample issues (page 10-13). Section 9, nonscheduled maintenance frequency, page 9-19, recommends cleaning/replacing the diluent syringe when it is suspected to be the source of imprecision. Section 3, principles of operation; operational messages and data flagging; parameter flagging messages; dispersional data, page 3-23, provides information in regards to dispersional data alerts. A result that falls outside a laboratory action limit can indicate the need for the operator to follow a laboratory protocol, such as repeating the sample, performing a smear review, or notifying a physician. In cases where a cellular abnormality is present that alters cellular morphology to the point that the cells do no fit the criteria used by the instrument to generate a flag, dispersional data alerts may be the only flag(s) that will alert the operator to a potentially erroneous result. A review of complaint reports for the months of (B)(4) 2007 through (B)(4) 2008 was performed for the complaint issue. No adverse trends have been identified for the cell-dyn 1700 instrument regarding discrepant hgb and plt results. The issue is addressed in labeling: the cell-dyn 1700 system operator's manual, list number 03h58-01, revision f: section 10: troubleshooting and diagnostics, troubleshooting guide, page 10-13. Section 9: nonscheduled maintenance frequency, page 9-19. Section 3: principles of operation; operational messages and data flagging; parameter flagging messages; dispersional data, page 3-23. Based on the above investigation, no product deficiency was identified on the cell-dyn 1700, list number 03h53-01, for issues related to discrepant hgb and plt results. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.